Event description:
The report received from the affiliate states that the patient suffered hypoperfusion during the carotid stenting procedure. The patient is a male. The target lesion was left internal carotid artery (ica). There was no calcification or vessel tortuosity, the rate of stenosis was 81.2%. There was no difficulty crossing the lesion with the angioguard. Pre-dilatation (3mm, 6atm) was performed. A precise stent was successfully placed at the lesion and the stent was post-dilated with a 5mm balloon at 10 atms. The brand of balloons used for pre and post dilation is unknown. During the procedure, the patient's blood flow stopped. Approximately 80cc of blood around the target lesion was suctioned by an aspiration catheter (eliminate), and the flow returned to normal on the day of the procedure. The procedure was completed successfully without any other problem. According to the physician, the filter basket was clogged with debris and led to the no flow. There was no adverse consequence to the patient and the patient has been discharged.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of the two products involved with this event which is associated with mfg. Report #1016427-2009-00119.